Event description:
Per the surgeon, the device appeared to have migrated and the patient underwent a revision surgery on (B)(6) 2024 to have the internal device repositioned. The clinic also reported that a wound debridement was performed during the surgery. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin irritation and an infection at the implant incision site. The implanted device remains.

Event description:
Correction: the surgeon confirmed that there was no migration and no repositioning surgery was performed. The implanted device remains untouched. Additional reportable event: it was reported that the wound debridement surgery performed on (B)(6) 2024, in order to clear the infection was performed under general anaesthesia.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and the surgical area was flushed with saline and antibiotics. Re-implantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2024 and underwent a surgical procedure to clear infection. The patient was administered with antibiotics (specific type and duration not reportable) during the same surgery.

Event description:
Per the patient's surgeon, the patient was hospitalized again on (B)(6) 2024 (duration not reported) and was treated with oral and topical antibiotics (specific date and duration not reported).